Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient's controller was not able to transfer data despite attempting multiple monitors. A controller exchange was performed. There was no reported patient injury as a result of this event. The controller, was returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device was able to successfully transfer log files to the monitor. Additionally, there was an incidental finding where the logs showed the real-time clock (rtc) had reverted to zero. This is symptomatic of rtc backup battery bt2 discharging sufficiently to cause the loss of the rtc. The root cause of the reported "data transfer error" event could not be conclusively determined as the device functioned per specification, however it is possible that user error/perception may have attributed to the reported event. Additionally, the root cause for the incidental real time clock error finding, may be attributed to a depleted bt2 battery. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that patient's controller was not able to transfer data. The site confirmed this by attempting to transfer logs using multiple monitors. The site performed a controller exchange. The controller was removed from service and the patient was provided with a replacement device. There was no reported patient injury as a result of this event. The controller was returned to manufacturer for evaluation.